Event description:
Implant didn't achieve osseointegration, preceding/simultaneous bone augmentation, bone resorption. During the control/ablation of the sutures 10 days post-op, distal suture -> lack of density.